Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after transcutaneous pacing of a (B)(6) old female patient for longer than eight hours, second degree or third degree burns were observed on the patient's skin. Complainant indicated that the clinician applied cream and wrapped the burn to treat the patient.

Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. The customer has responded and indicated that the suspect electrodes were discarded. Despite our attempts to obtain information regarding the lot number of the electrodes used and to obtain the clinical data files, the customer has been unable to provide this information. Based on the information we have, no trend has been identified.